Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an itchy irritation underneath the lifevest. The patient's physician advised the patient to keep the irritated area clean and dry. The irritation healed.